Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing impedance measurements. A revision procedure was performed. The lead was explanted. A new ra lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.